Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead damage could not be conclusively determined.

Event description:
During follow-up, an electrocardiogram revealed lead noise. The lead was capped and replaced. The patient is doing well.